Event description:
Complaint alleged that the medics were monitoring a 40 yr old male lung cancer pt whom they were transporting from one hosp to another for diagnostic medical testing. The medics allege that the leads on the device kept changing from paddles to leads 1,2 and 3, and continued to cycle through the leads. The device also suddenly started charging for no apparent reason. The complaint indicated that there was no adverse effect on the pt as a result of the alleged malfunction.